Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the material rupture as no objective evidence has been provided to confirm any alleged deficiency with the pta catheter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-2522x pta catheter experienced an alleged material rupture. This report was received from a single source. The alleged material rupture involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation confirmed for material rupture. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-2522x pta catheter experienced an alleged material rupture. This report was received from a single source. The alleged material rupture involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.